Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
The healthcare provider (hcp) ordered a CT myelogram for the patient to rule out a granuloma. The hcp stated it was a very low suspicion, due to a change in analgesia and it was just part of a complete work-up. No patient symptoms, interventions, drug or outcome were reported. Further follow-up was being conducted to obtain the information. If additional information is received, a follow-up report will be sent.